Event description:
It was reported to boston scientific corporation that an rx wallstent biliary endoprosthesis stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age unk; however, over 18 years). According to the complainant, an rx wallstent biliary endoprosthesis stent was successfully implanted. However, it was then noticed that the implanted stent was not 8cm as labeled but rather 13cm. As this stent was larger than expected, the stent was removed. The procedure was completed with another manufacturer's stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.